Event description:
It was reported that the device had system error code 255-xx-xxx. There were no reports of adverse effects cause to any patients from the event. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: d.1, d.4, d.11(omit 8015), g.5. Additional information: d.11. The reported issue that the device had system error code 255-xx-xxx could not be confirmed; no product or device logs were returned for investigation.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that the device had system error code 255-xx-xxx. There were no reports of adverse effects cause to any patients from the event. Although requested, additional information was not provided.